Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The power controller board and the carrier/com express board were replaced.

Event description:
The hospital reported that, during a case, the screen blanked out. There was no reported patient injury.